Event description:
Caller reported blood glucose results of 80 mg/dl and 47 mg/dl on the compact system within 10 mins. Reported no adverse event relative to discrepancies. A request was made for the return of the system, replacement was sent.